Event description:
On (B)(6) 2009, this pt underwent a procedure using two gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The physician implanted the tag devices through a 20fr sheath. At the end of the procedure, the physician conducted a doppler examination to confirm peripheral blood flow. The examination showed a peripheral embolism. It is unk which external iliac artery or femoral artery was occluded. To treat the peripheral embolism, a thrombectomy using a fogarty catheter was performed. The pt tolerated the procedure. On (B)(6) 2009, this pt was discharged from the hosp.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.